Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the essure device on the left fallopian tube was not extending into the cornua but was rolled". The patient's medical history included paratubal cyst, menorrhagia, anxiety disorder, back pain, depression, neck pain, sciatica and bleeding genital. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of foreign body device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: bilateral tubes and essure implant. It consists of two unoriented fimbriated fallopian tubes. Fallopian tube no 1 is 4.7 cm in length x 0.4 cm in diameter. Fallopian tube no 2 is 6cm in length x 0.4 cm in diameter. Fallopian tube no. 2 displays a 0.8 cm in greatest dimension smooth lined paratubal cyst. Additionally received are two coiled metallic springs measuring 3.0cm in length x less than 0.1cm in diameter and 14cm in length x less than 0.1 cm in diameter.. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the essure device on the left fallopian tube was not extending into the cornua but was rolled". The patient's medical history included paratubal cyst, menorrhagia, anxiety disorder, back pain, depression, neck pain, sciatica and bleeding genital. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of foreign body device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: bilateral tubes and essure implant. It consists of two unoriented fimbriated fallopian tubes. Fallopian tube no 1 is 4.7 cm in length x 0.4 cm in diameter. Fallopian tube no 2 is 6cm in length x 0.4 cm in diameter. Fallopian tube no. 2 displays a 0.8 cm in greatest dimension smooth lined paratubal cyst. Additionally received are two coiled metallic springs measuring 3.0cm in length x less than 0.1cm in diameter and 14cm in length x less than 0.1 cm in diameter. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.